Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned. Electrical testing determined that continuity of the conductors was complete. During testing, the helix extended and retracted within product specification. Blood was present on the helix mechanism (sleeve head). The lead was considered functionally normal.

Event description:
It was reported that during the implant procedure, the helix would not deploy. The lead was not implanted. No patient complications have been reported as a result of this event.